Event description:
Additional information was received stating that, the patient got headaches every day from any type of lighting. Using her computer or phone for any length of time was hurting her eyes, huge halos and star bursts around lights at night and haziness around lights during the day. The physician stated that, some of the issues was due to the patient's light eyes (blue). The physician had provided eye drops to the patient, which burn terribly when it was put in the eye. They made everything dark and even more difficult to drive at night. The physician also suggested to try ar yellow lenses which just turned the halos yellow.

Manufacturer narrative:
Additional information was provided in b.5., b.7., d.4., d.6.a., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that after the intraocular lens (iol) implantation surgery, the patient experienced halos and could not drive at night. The halos was very bad around the lights that he could not drive at night. There are two files associated with this report. This is 1 of 2.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).